Event description:
Catheter inserted into patient's aorta and on fluoroscopy, the catheter was kinked in the body. Physician inserted a wire into the catheter and removed it, a piece broke off and got stuck in the patients iliac artery. The physician was able to remove it with a snare without further issue, the patient remained stable during the retrieval and surgery was not indicated.